Manufacturer narrative:
(B)(4). Concomitant medical products: item# (B)(4), femur cemented posterior stabilized (ps) standard right size 9. Lot# 62316685. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure approximately 5 years ago. Subsequently, the patient was revised due to loosening and pain. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that zimmer biomet warsaw does not hold design control for this device. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that zimmer biomet warsaw does not hold design control for this device. The initial report was forwarded in error and should be voided.